Manufacturer narrative:
The pump (B)(4) was returned for analysis. Analysis of the pump found a miscellaneous low battery reset with an undetermined root cause.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving clonidine (300 mcg/ml), bupivacaine (12 mg/ml), and morphine (14 mg/ml) from an implanted pump. The indication for use was non-malignant pain and chronic low back pain. On (B)(6) 2016 it was reported that a pump alarm was occurring, the logs were checked and low battery reset and safe state had occurred on (B)(6) 2016. No patient symptoms were reported. Additional information was reported by the rep on (B)(6) 2016. In addition to the low battery reset and safe state the logs also showed an estimated 25 months to the elective replacement indicator (eri). The hcp reset the last dose at 11mg so the alarms could be turned off. The patient was admitted to the hospital and a pump replacement was scheduled for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.